Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a bd micro-fine pro 32g×4mm broke off at the cannula at an unknown time. The following was reported by the initial reporter: "the customer reported as follows: when a nurse was supporting patient's injection, he/she noticed that the needle had broken off. The needle may remain in the patient's body. Information will be updated. (Information added by mizuki funada, 09/25/2020). This incident occurred in the hospital ward in the morning on (B)(6) 2020. After priming, the patient subcutaneously injected insulin into the abdomen using bd micro-fine pro 32g×4mm (320559 with lot # unknown), with the nurse¿s support. When the needle broke off remains unknown but the hcp noticed that the needle was missing when he/she was ready to discard the needle. (Noticing that there was no remover used to discard the needle at hand, the hcp put the uncovered needle on the tray and walked to the nurse station. When attempting to remove the needle with the remover, the hcp noticed that the needle was broken.) No changes in glucose levels were observed. Ultrasonography and x-ray were performed; however, no needle could be discovered. No further tests or extraction is planned."

Event description:
It was reported that a bd micro-fine pro 32g×4mm broke off at the cannula at an unknown time. The following was reported by the initial reporter: "the customer reported as follows: when a nurse was supporting patient's injection, he/she noticed that the needle had broken off. The needle may remain in the patient's body. Information will be updated. (Information added by (B)(6) (B)(6)2020). This incident occurred in the hospital ward in the morning on (B)(6)2020. After priming, the patient subcutaneously injected insulin into the abdomen using bd micro-fine pro 32g×4mm (320559 with lot # unknown), with the nurse¿s support. When the needle broke off remains unknown but the hcp noticed that the needle was missing when he/she was ready to discard the needle. (Noticing that there was no remover used to discard the needle at hand, the hcp put the uncovered needle on the tray and walked to the nurse station. When attempting to remove the needle with the remover, the hcp noticed that the needle was broken.) No changes in glucose levels were observed. Ultrasonography and x-ray were performed; however, no needle could be discovered. No further tests or extraction is planned."

Manufacturer narrative:
H.6. Investigation: eight ppen 32g x 4mm pen needle samples and five photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and broken non patient end of cannula was observed on five samples and a bent non patient end of cannula was observed on the remaining three samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.